Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a user attempted to staple, but staples were deformed when they came out. Therefore the device was replaced by a new one. No patient harm has been reported.

Event description:
It was reported that a user attempted to staple, but staples were deformed when they came out. Therefore the device was replaced by a new one. No patient harm has been reported.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73g1600375 was manufactured on 07/18/2016 a total of (B)(4) pieces. Lot was released on 07/22/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The device was received with four loose staples, three of them having been fired by teleflex japan. Only one of the loose staples was formed correctly. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The stapler was returned with 31 staples left in the cartridge, including the three fired by teleflex japan, indicating that at least 4 staples were fired by the end user. Reference files (B)(4) for investigation photos and (B)(4) investigation for the teleflex japan investigation results. The returned sample was initially tested at teleflex japan. Upon inspection, the first staple was able to fire properly. However, the next two staples were unable to properly form. Other remarks: an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to properly form. This was repeated two more times with the same result. The misalignment of the staples is preventing the staples from properly forming. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. Reference files (B)(4) for investigation photos and (B)(4) investigation for the teleflex japan investigation results. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple deformed" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.